Event description:
It was reported that during a ptca procedure, stent damage was noted. The physician was unable to cross the lesion located in the distal right coronary artery (rca). Upon removal, it was noted that the stent struts were flared. No pt injuries or complications were reported. Pt status is listed as "okay".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.